Event description:
It was reported that the patient presented at clinic because their implantable cardioverter defibrillator (ICD) was oversensing wide qrs complexes due to the right ventricle (rv) being intentionally programmed sub-threshold. No additional intervention was performed. The patient was stable.